Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the prw35 staples are not forming correctly upon firing. There was no consequence to the patient.